Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Manufacturer narrative:
Update rec'd 4/28/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address infection. Update rec'd (B)(6) 2014: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. There is no new information that would affect the outcome of the investigation. The complaint was updated on (B)(4) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/8/15-pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicate the patient had the head and liner exchanged for infection and pain on (B)(6) 2012. All implants were later removed and spacers placed (unknown date) for chronic infection. The patient was later reimplanted on (B)(6) 2013 with competitor products. No labs were provided for the alleged high metal ions. Since litigation alleges infection and medical records confirm it, the stem and cup are being added to the complaint. No part/lot has been provided. The complaint was updated on: 7/6/2015.